Event description:
Customer states epidural placed 7/17 around 0800. On 7/18 around 1600 , resident attempted to pull epidural but encountered resistance while pulling. Then noted epidural wire had come unwound around 7cm and only small pieces of the wire remained connected to underlying catheter. Attending attempted to remove. Wire broke off, estimated roughly 7-7cm of the catheter retained under the skin.

Manufacturer narrative:
(B)(4) the device has not been returned for investigation.

Event description:
Customer states epidural placed 7/17 around 0800. On 7/18 around 1600 , resident attempted to pull epidural but encountered resistance while pulling. Then noted epidural wire had come unwound around 7cm and only small pieces of the wire remained connected to underlying catheter. Attending attempted to remove. Wire broke off, estimated roughly 7-7cm of the catheter retained under the skin.

Manufacturer narrative:
(B)(4). A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.